Manufacturer narrative:
Taper I. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. The manufacturer of the device is unknown. Costa rica was selected as a default to generate medwatch. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Hernia is a surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses hernia under warnings as: a lager hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case-by-case basis depending on the severity of the hernia. Device labeling addresses hernia also as an adverse events (mild, moderate, severe) that occurred at a rate 5% or more.

Event description:
Reported as "hernia of the inner skill."